Event description:
During clinical use to change the blood flow for trans arterial embolization (tae),the microcatheter was placed in the hepatic artery and while advancing the tornado coil into the microcatheter (mc) resistance was felt and the coil got stuck at the hub of the mc. The coil and mc were removed as a unit from the pt's vessel. A new mc and coil were used to complete the procedure. Reportedly, continuous flush was maintained within the mc. There was no adverse effect to the pt.